Manufacturer narrative:
Weight, ethnicity: unknown/asked but unavailable. If implanted, give date: not applicable as the iol was not implanted. It was inserted and removed within the same procedure. If explanted, give date: not applicable as the iol was not explanted. It was inserted and removed within the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) was placed in the bag during a routine cataract procedure of the left eye. After placement a tear was noted in the posterior chamber. The iol was removed during the same procedure, and a vitrectomy was performed. Another johnson & johnson lens, model dfw150 13.5 diopter was inserted in the sulcus with no interventions. No sutures were required and it's unknown if the incision was enlarged. The patient did not seek medical attention and there was no prescribed medication. Reportedly, there was no patient injury. The procedure was completed without further complications. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 7, 2022 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the complaint lens was received cut, in a way that did not sever the lens. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.